Event description:
An olympus employee reported a pinhole in the bending section cover. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was an abnormality in the color of the image. This report is being submitted for the malfunction found during evaluation (image color abnormality). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, there was an abnormality in the color of the image. A review of the device history record found no deviations that could have caused or contributed to the abnormality in the color of the image. The device shipped according to specification. Based on the results of the legal manufacturer's investigation, it is likely the abnormality in the color of the image was due to failure of the image sensor unit, a board inside the video connector, or a problem on the system side. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported event (pinhole) was confirmed during inspection and testing. In addition, the adhesive on the bending section cover was chipped, the inner braid of the bending section was damaged due to handling, the insertion part became twisted due to looseness of the insertion pipe, the venting connector was loose due to physical stress, the image was noisy (and the subject could be recognized) due to breakage of the image sensor, switch one was scratched due to handling , the video connector was deformed and cracked, and the video connector case was cracked. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.